Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a 1 ml bd safety-lok tb syringe with 25 g x 5/8 in. Permanently attached needle came off of the syringe in a hemodialysis medication port. As a result, there was a contaminated needle stick injury and the staff member received medical testing.

Manufacturer narrative:
Additional information: on 12/22/2016, bd received information that the customer had submitted a medwatch report. The report # is mw5066503. Device evaluation: results: although it was initially reported that a sample would be returned, the customer did not return a sample for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5232744. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, CAPA (B)(4) has been opened to address issues related to the needle pulled out of hub & safety mechanism loose/spins freely.